Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. The received va locking screw ø2.7 head 2.4 self-tap l26 ta is intact but the screw head locking thread is damaged. The complaint is confirmed as the screw cannot be locked in a threaded bore of a plate anymore. The thread flanks are rounded and worn. Also the thread on the screw shaft has rounded and worn thread flanks. The anodized color has disappeared in the damaged area what indicates that the damage occurred post manufacturing. There are visible bone residues in the threads of the screw shaft. The t8 star drive head recess was checked with a t8 star drive screw driver and was found to be functional. Referring to the complaint information the lot number was given to be 9407094. The review of the device history record shows that all 240 parts were manufactured in february 2016 and there were no issues during the manufacture of the product that would contribute to the complaint condition. A final manufacturing conclusion cannot be presented because of the existing damage and an exact root cause cannot be drawn. The condition of the thread on the screw head indicates that it got damaged because of cross-threading or forcible use during insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: hwc. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Sterile part 04.211.026s, lot 9917449, manufacturing location: (B)(4). Manufacturing date: april 20, 2016. Expiry date: april 01, 2026. Article was sterilized by supplier (B)(4). Non-sterile part 04.211.026, lot h048259, manufacturing location: (B)(4). Manufacturing date: february 29, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in xxx as follows: it was reported that the device was used in osteotomy for the calcaneus on (B)(6) 2016. The surgeon used variable angle (va) x plate. During the surgery, he could not securely lock one of the 26mm va locking screws to the plate. He confirmed that the va drill guide was fixed to the plate. The surgeon removed the screws from the plate and fixed the drill guide again; he then re-drilled and attempted to lock the screws again, but he could not lock the same troubled screw to the plate. The surgeon then tried replacing the screw and the new screw locked without any difficulty. The surgery was extended for ten (10) minutes. Concomitant device: va plate (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred in (B)(6).